Manufacturer narrative:
(B)(4). This report was not confirmed since the sample was not returned to baxter for evaluation. Based on the information obtained from baxter's investigation, the root cause of this report was use error. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). On (B)(6) 2011, product surveillance spoke to the caregiver who stated that the patient has not had any further issues with his compact exchange device (cxd) and therapy was going well. No adverse event was reported.

Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; no sample was requested at this time. A follow-up report will be submitted upon completion of baxter's quality review.

Event description:
A caregiver (cg) contacted baxter's technical service center regarding a compact exchange device that was not working. The cg stated that the spike carriage was not moving correctly. The technical service representative (tsr) provided instructions to cg on how to clean the unit. The tsr explained if the carriage still did not move to call for a swap. There was no patient injury or medical intervention.